Event description:
Hospital advised that at 9:30, midazolam in a concentration of 50mgm in a 50cc mini bag, was hung and set up to infuse at a rate of 4cc/hr. At 14:00 hrs, there was an audible alarm, and the lcd displayed infusion complete. The nurse noted that the bag was almost empty. The user then pressed the pause button on this unit, spiked a new bag, and noted that with the unit still on pause, the drug was dripping into the drip chamber. The user then clamped the IV tubing using the roller clamp and opened the door on this unit to visually inspect it. She did not observe any problems. User removed the tubing, reinserted it into the channel, restarted the infusion and observed the infusion. There were no further problems. There was no patient consequence.